Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after a syncopal event. The patient fell, hit their head, and cut their lip. A computed tomography scan was done and the presenting electrocardiogram showed loss of capture. The patient was in complete heart block with a ventricular rate of thirty beats per minute. Device interrogation revealed high impedance and a complete fracture of the right ventricular (rv) lead. The patient was transported by ambulance to another hospital where the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.